Event description:
Before surgery, the surgeon found that the delta chamber had a leak, so he changed the product and finished the operation safely.

Manufacturer narrative:
(B)(4). The valve was not patent. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. Proteinaceous debris was noted throughout the interior of the valve, particularly some large pieces in the delta chamber and valve mechanism. The reported event stated that the leak occurred preoperatively, but the proteinaceous debris found within the valve indicates that the device was used with a pt. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacteria colonization or other debris." The valve did not meet the requirements for leak testing due to a tear in the top of the delta chamber. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of MFR.